Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
There is one recorded event on the returned pad device occurring on (B)(6) 2011. The green status led was not flashing. The device did not switch itself on, but when switched on manually was not able to be manually switched off. The device was disassembled for inspection and it was discovered a component q55 transistor had become partially detached from the printed circuit board. This would have affected the on/off circuitry confirming the fault. It is likely the component became detached through excessive pressure applied to the on/off switch and this developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use, but the samaritan pad 300 and 300p devices are for multi-use.